Event description:
The facility reported a failure that occurred while maintenance fluid (tko a cordis) was being infused during patient use. The male was also being infused with insulin gtt through channel b. The pump then failed to infuse an intended. A new infusion pump was obtained and both lines were swapped out. The failed pump was taken out of service. Upon review, the serial number provided was determined to be non valid. The serial number will be referred to as "unknown" at this time. There was no documented injury to the patient per the hospital representative. No further information is available.

Manufacturer narrative:
The reported condition of a pump that failed to infuse as intended during patient care was not confirmed since the pump was not returned to baxter for product evaluation. However, inspection of the pump by the facility found no faults. No further corrective action was taken concerning the reported condition.